Event description:
The customer reported error code 571.6240 on several 8300 units. There was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: error code 571.6240 on 8300 units. Technical support - tech has error code 571.6240 on several 8300 units. The error the sensor status is missing replace first the microstream disposable device. Once replace still get error code next to replace is the etco2 board if you have to replace both parts and still get same error code units has to come in for services. Tech thank me for my assist. A review of the device history record showed the device had a manufacture date of 09/04/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - replace first the microstream disposable device. Once replace still get error code next to replace is the etco2 board. A review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported error code 571.6240 on several 8300 units. There was no patient involvement.